Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.additional product code- hwc.

Event description:
Patient was implanted with a lcp proximal tibia plate and screws. The plate broke down the middle due to the patient walking on it. It is unknown if the plate broke at the screw hole junction. It was noted that all screws were intact. The patient was revised with a tibia nail and screws on (B)(6) 2013. This report is against an unknown screw. This is 2 of 2 reports for this event.